Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a duodenum stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a gall bladder malignant stricture which measured approximately 10cm. It was reported that the patient's anatomy was very tortuous. During the procedure, the stent could not be deployed at all as the holder on the handle got detached and the handle bent. The device was removed fully constrained from the patient and the procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
(B)(4). The evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from catheter. A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 205 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. It was noted that the stainless steel shaft was kinked mid shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally; however, resistance was encountered when moving the outer sheath over the stainless steel shaft kink. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.